Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the data was last synced on (B)(6) 2025, and there have been no alerts or glucose data since then. Customer care contacted the user to provide assistance but they remained unresponsive to multiple communication attempts so further investigation was not possible.

Event description:
On march 18th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.